Manufacturer narrative:
(B)(4). MFR's conclusions: MFR evaluation/investigation currently in process.

Event description:
Customer reports inconsistent inr results between protime instrument vs lab. This report is pt 1 of 2. On (b)(5)2009, protime inr 0.8 vs lab inr 4.5. Pt therapeutic range 2.0 - 3.0 inr. Adjustment in coumadin dosage based off of lab result. No report of any adverse event, serious injury, or intervention.